Event description:
It was reported that when the surgeon used the plastic sheath ¿tunneler¿ during the procedure, it was broken. It was indicated that no action was required and the issue was resolved. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: neu_unknown, product type: unknown. (B)(4).